Event description:
Procedure: sleeve gastrectomy. According to the reporter: the idrive and reload would close down on the stomach but would not fire. It would lock out. The surgeon could open and take off the reload to remove it from tissue. Partially firing but as soon as it hit the tissue it would not fire. Tried different reloads with same lot, same issue occurred. Separate case from (B)(4). There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more.surgery time was not delayed by more than 30 minutes.no device fragment fell into the patient.no reinforcement material was used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).